Event description:
It was reported to philips that the therapy cable used with the device was damaged. It was noted that the sheathing over the wiring had receded. The therapy cable was over three years old at the time of the noted failure. There was no reported patient involvement/adverse patient impact.